Event description:
It was reported that the device had an unexpected longevity and reached elective replacement indicator (eri) due to possible early battery depletion. It was also reported that the left ventricular (lv) lead had high thresholds and had pulled back. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 419678 lead implanted: 2012-(B)(6). (B)(4)